Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right atrial (ra) setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing. Electrograms were not available for review, but evidence reasonably suggests that the documented hole in the ra seal plug may have caused or contributed to the reported observations of noise and oversensing.

Event description:
It was reported that this pacemaker was an attempted implant that was withdrawn prior to pocket closure due to noise and oversensing that occurred with pocket manipulation. When the implanted leads were connected to an alternate pacemaker, the observations could not be reproduced. The procedure was successfully completed with the alternate device. No adverse patient effects were reported.